Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of a damaged product; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Non-healthcare professional reported during intraocular lens (iol) implant procedure, with a description of damaged product. Additional information received and stated the haptic was torn during loading process and it was not placed in the patient eye and surgeon states that the faulty injector and cartridge was the cause of the event .